Event description:
While performing a core biopsy of the abdomen the core needle broke off inside the fascia. CT scan confirmed the needle fragment 1.8 cm into the abdominal wall. The radiologist snared the fragment with kelly clamps. The fragment was approx 1 inch in length.